Event description:
It was reported that the guide wire introducer was left in the rotating hemostatic valve during the case. During removal of the guide wire, the green coating was noted to be flaking off at the very proximal part of the guide wire, outside the patient's body. The portion of the guide wire that was inside the patient was not noted to be flaking. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned asahi guide wire revealed that the ptfe (teflon) coating over the shaft was continuously scratched and intermittently peeled off, between approximately 60-70 cm and approximately 100-160 cm, from proximal end. A review of the production records revealed no anomalies. No other product experience reports were received for this lot. It is concluded that the guide wire surface was tightly scratched by the edge of the metallic inserter when the guide wire was advanced and pulled back though a metallic inserter, resulting in the ptfe peeling off due to the friction exceeding product design limits. The warning section of the instructions for use (IFU) states: never use metallic needles or metallic sheaths for insertion and withdrawal of guide wire. Otherwise, the surface of guide wire may be damaged significantly. During the production process, a ptfe adhesion test is performed to check and confirm that the coating is appropriately made.